Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from an unspecified location during an infusion of etoposide, dosage not provided. There is no report of patient or provider harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
The customer¿s report that the set leaked was not confirmed. No anomalies were observed during visual inspection. Functional testing and pressure testing resulted in no leaks on the tubing or any of the components. The root cause of the reported leak was not identified.